Event description:
It was reported that this brady lead was repositioned due to high threshold during hospitalization. This lead remains in service. No additional adverse patient effects were reported.